Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty solder joint on a transformer on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.